Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral ne rve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device began jolting/shocking and eventually it died. The patient stated they were told it would last 5 years but it only lasted 4.5 years. The patient eventually got the ins replaced. The patient stated they had increased the settings about 2.5 years through, which the patient stated shortened the longevity.